Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of battery out limit alarm on their insulin pump. The customer's blood glucose level at the time was 120mg/dl. The customer states the device alarmed after the battery change. The customer states they were not able to clear the alarm. Troubleshooting was conducted and multiple battery out limit alarms were noted in the device's history. The customer was advised that the device would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump was unable to verify battery out limit alarm due to button keypad anomaly. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.